Event description:
It was reported that he tubing of the versajet hand piece disengaged in the middle of the procedure. No harm to patient.

Manufacturer narrative:
The device that was used in treatment was not returned for evaluation. Photos were provided for evaluation however a root cause could not be determined. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Possible causes may be an assembly failure or handling. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.